Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he noticed a defect on the edge of an intraocular lens (iol) after it was implanted into the patients eye. The surgery was completed and the iol was left implanted. The surgeon thinks the handpiece may have caused the event. Additional information has been requested.